Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a missing retainer ring. The customer stated that connection with reservoir compartment was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was not received with broken reservoir compartment or missing reservoir o-ring. No cracks or broken areas noted on reservoir compartment. Unit was received with broken battery tube threads, cracked case-corner of belt clip rails, cracked case (battery tube), pillowing keypad overlay, and scratched case. In summary, customer allegation for broken reservoir compartment and missing reservoir o-ring was not confirmed during visual inspection. However, the following cosmetic damages were noted: broken battery tube threads, cracked case-corner of belt clip rails, cracked case (battery tube), pillowing keypad overlay, and scratched case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.